Manufacturer narrative:
Block h6: imdrf patient code e0402 captures the reportable event of allergic reaction. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedures. Imdrf impact code f12 captures the reportable event of serious injury, illness, or impairment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was used to treat malignancy in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025, following a previous stent placement in 2024. It was reported that the patient experienced an allergic reaction by the end of the day, characterized by fever, likely triggered by contact between blood and the stent alloy. The stent was then removed after 24 hours and antibiotics was administered, resolving the fever. The patient was scheduled for a new stent placement on (B)(6) 2025. The physician could not confirm whether the device or procedure directly contributed to the reaction. The patient's current condition is confirmed to be fine.